Event description:
Stapler fired but was difficult to remove, dlu responded to all remote control functions and the firing cycle was complete; the unit was fired through several previous staple lines.